Manufacturer narrative:
The patient's device was explanted. The patient was reimplanted with another cochlear device.

Manufacturer narrative:
The device passed the external visual inspection. The photographic imaging inspection revealed several broken electrode wires at the fantail. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The scanning electron microscopy analysis of the fantail revealed evidence of several electrode wires with fatigue breaks. The photographic imaging inspection and scanning electron microscopy analysis revealed broken wires in the fantail region. It is believed that these breaks caused the out of range impedances reported. A corrective action has been implemented. This is the final report.

Manufacturer narrative:
The patient was reimplanted with another advanced bionics cochlear device.

Event description:
The company was informed that the patient is experiencing sound quality issues. Revision surgery has been scheduled. Advanced bionics is in the process of gathering more information. Once additional information is received a supplemental report will be submitted.